Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v842736, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the patient was still having concerns with their device or therapy, but had not sought further help. No further information was reported.

Event description:
It was reported that the patient experienced a loss of therapeutic effect and a return of symptoms following a fall, which caused her to go to the bathroom "repeatedly." It was indicated that the patient fell in (B)(6), prior to which the patient's symptoms were managed well, but the patient did not follow-up with her healthcare provider (hcp) after the fall. The reporter stated that the patient was hospitalized in october for a "non-related issue." At the time of the report, the patient was set on program 3 at 6.5v which used to cover her symptoms and she used to feel. Stimulation was switched to program 4, but the patient did not feel stimulation even when it was adjusted all the way to the maximum level. The patient was able to feel stimulation when it was switched to program 1 at 6.1v. It was noted to be strong but comfortable. The reporter indicated that stimulation would be left at that setting and symptoms would be tracked.